Event description:
Novasure scheduled for scheduled procedure. Circulating nurse hooked up novasure, and surgeon started the "cavity assessment" phase. Machine gave an error message several times that the novasure was not ready to treat patient. All cords were checked to see if everything was hooked up correctly and filters were firmly in place. Surgeon directed staff to open another novasure supply, and it worked perfectly the first time. Supply saved for service specialist. Patient remained free from harm as the safety feature prevented a dysfunctional supply from being used. FDA safety report ID# (B)(4).